Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had early eri (elective replacement indicator) due to an extremely high left ventricular (lv) lead threshold with high lv output. The device was explanted and replaced. It was noted that the lv lead was eventually reprogrammed to increase battery longevity. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.